Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display or display anomaly noted. All operating currents are within the specification, no unexpected alarms were noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and broken pump belt clip slot.

Event description:
It was reported that the insulin pump has a blank display. Customer's blood glucose reading was 57 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).